Manufacturer narrative:
H3: the passive planar probe, lot number: 160511, was returned to the manufacturer for analysis. The probe was found to have a bent tip. The tip of the returned probe was visibly bent. With markers attached and fully seated, the probe displays a high geometry error but a normal divot error. The support arms for markers #3 and #4 were slightly bent causing the high geometry error. H6: codes b01, c07, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged passive planar blunt-tip probe. There was no patient involvement. The damaged probe was not being used for a case, but was being stored in an s8 to be used for a non-sterile cranial registration.